Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated down arrow and other like left arrow and centre button was unresponsive. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. The device will be returned for analysis.

Manufacturer narrative:
Device had cracked keypad overlay. The p-cap able to lock in place. Device passed displacement test. (B)(4).